Event description:
Information was received indicating that both pumps were exhibiting no disposable alarms, not detecting the cassettes, when a smiths medical, cadd medication cassette was attached. It was reported that troubleshooting was unsuccessful, and the customer changed the cassette which resolved the alarming issue. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).